Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-13, information was received from an healthcare professional (hcp) regarding a patient receiving gablofen (2,000 mcg/ml, unknown dose) via an implantable pump for intractable spasticity. It was reported that during a refill, the needle became dislodged between 1st and 2nd vials and the 2nd vial was injected subcutaneously. The hcp stated they were able to remove some of the drug through squeezing the tissue. No symptoms were reported at the time of the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the needle becoming dislodged was unknown. The patient¿s weight was unknown, and the patient¿s status was ¿fine¿. No further complications were reported.